Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Event details and product identification were not provided for the patient mentioned in the journal article. Initial reporter - the article was written by wybren prins, jon h.m. Goosen, boudewijn j. Kollen, harmen b. Ettema, cees c.p.m. Verheyen.

Event description:
Information was received based on review of a journal article titled, "long-term outcomes of the bi-metric proximally hydroxyapatite-coated femoral stem," which aimed to evaluate the 20 years survival and clinical and radiological results in a prospective cohort of patients. One patient identified in the article underwent a hip revision procedure due to periprosthetic fracture. The stem was revised. There has been no further information provided and the patient outcome is unknown.